Event description:
While using the lifepak 12 monitor/defribrillator during a emergency call, the fire dept ems crew was not able to view the ECG on the monitor screen while using the pacemaker feature. In an attempt to resolve the problem the ems crew changed leads and changed cables without any result. The pacer was turned off and ECG returned. The pt was transported to the hosp emergency room. The device was taken out of service. Physio control was notified. Initial eval by technicial support revealed no problem. The fire dept requested the lifepak 12 be sent back to the MFR. To date there is no final report of their findings.